Manufacturer narrative:
New updated and corrected information is referenced within the update statements in describe event or problem. No further follow up is planned. Evaluation summary a female patient reported that the injection screw on her humapen ergo ii device did not move out. The patient experienced increased blood glucose levels. The device was not returned to the manufacturer for investigation (batch number 1110d02, manufactured october 2011). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. A complaint history review of the batch did not identify any atypical findings with respect to injection screw not moving. All humapen ergo ii devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring device functionality and dose accuracy with high probability. There is no evidence of improper use or storage.

Event description:
(B)(4). This spontaneous case, reported by a consumer who contacted the company to report adverse events and a product complaint (pc), concerns an (B)(6) female patient. Medical history included heart disease, asthma and many chronic diseases. Concomitant medication included insulin glargine for unknown indication. The patient received insulin lispro protamine suspension 75%/insulin lispro 25% (rdna origin) (humalog mix 25), from a cartridge via a reusable pen (humapen ergo ii), 28 units each morning, 54 units each noon and 24 units each evening, subcutaneously for the treatment of diabetes starting in 2015. Humapen ergo ii was stated in 2014. On an unspecified date, her blood glucose could not decrease (values not provided) and she was hospitalized. No further details provided regarding corrective treatment, admission and discharge dates. Additionally, on an unknown date, it was not clear if she experienced; neuropathy, dermatosis, hands and feet numb and skin pain as she was checked out. No further details provided regarding these events. On (B)(6) 2017, she was hospitalized due to heart disease. Information regarding corrective treatment was not reported. She was discharged on (B)(6) 2017. Information regarding corrective treatment for the remaining events was not reported, and outcome for all the events were unknown. There was an unspecified product complaint against the humapen ergo ii that occurred on an unreported date ((B)(4)/lot 1110d02). Insulin lispro protamine suspension 75%/insulin lispro 25% treatment continued. The user of the device was the patient and her training status was not provided. The general and suspect device duration of use was not reported but it was started in 2014. The device remained in use and was not returned to the manufacturer. The reporting consumer did not know if the events were related to insulin lispro protamine suspension 75%/insulin lispro 25% treatment and did not provide an assessment for humapen ergo ii device. Update 24feb2017: this case was opened to update the medwatch fields for regulatory reporting, and to add the product complaint information to the narrative. Update 28-feb-2017: additional information was received on 23-feb-2017 from the rcp. Pc was added to narrative. No additional changes. Update 27mar2017: additional information received on 27mar2017 from the global product complaint database. Entered device specific safety summary (dsss). Updated the medwatch fields with device information and the european and canadian (EU/ca) device information for the humapen ergo ii device. Added date of manufacturer. Corresponding fields and narrative updated accordingly.

Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
(B)(4). This spontaneous case, reported by a consumer who contacted the company to report adverse events and a product complaint (pc), concerns an (B)(6) female patient. Medical history included heart disease, asthma and many chronic diseases. Concomitant medication included insulin glargine for unknown indication. The patient received insulin lispro protamine suspension 75%/insulin lispro 25% (rdna origin) (humalog mix 25), from a cartridge via a reusable pen (humapen ergo ii), 28 units each morning, 54 units each noon and 24 units each evening, subcutaneously for the treatment of diabetes starting in 2015. Humapen ergo ii was stated in 2014. On an unspecified date, her blood glucose could not decrease (values not provided) and she was hospitalized. No further details provided regarding corrective treatment, admission and discharge dates. Additionally, on an unknown date, it was not clear if she experienced; neuropathy, dermatosis, hands and feet numb and skin pain as she was checked out. No further details provided regarding these events. On (B)(6) 2017, she was hospitalized due to heart disease. Information regarding corrective treatment was not reported. She was discharged on (B)(6) 2017. Information regarding corrective treatment for the remaining events was not reported, and outcome for all the events were unknown. There was an unspecified product complaint against the humapen ergo ii that occurred on an unreported date ((B)(4)/lot 1110d02). Insulin lispro protamine suspension 75%/insulin lispro 25% treatment continued. The user of the device was the patient and her training status was not provided. The general and suspect device duration of use was not reported but it was started in 2014. The device remained in use. The reporting consumer did not know if the events were related to insulin lispro protamine suspension 75%/insulin lispro 25% treatment and did not provide an assessment for humapen ergo ii device. Update 24feb2017: this case was opened to update the medwatch fields for regulatory reporting, and to add the product complaint information to the narrative. Update 28-feb-2017: additional information was received on 23-feb-2017 from the rcp. Pc was added to narrative. No additional changes.